Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-1927bcf-475 corkscrew anchor broke into pieces. Case involvement, device broke during use.per facility: the bone socket was prepared with the 4.75 corkscrew punch/tap and the bone was tapped twice. Upon insertion, the anchor broke prior to the last 3-4 threads being fully seated. Outcome: the entire anchor was able to be retrieved from the patient in multiple pieces.the same hole was tapped with a 5.5 tap and a 5.5 corkscrew was unsuccessfully attempted to be inserted. The doctor completed the procedure by drilling and tapping in an alternative area on the bone, using 5.5 corkscrew.

Manufacturer narrative:
Additional information: d9, g3, h6. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the complaint allegation is not confirmed. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.